Event description:
The catheter was placed 7/8/97. During treatment on 7/23/97, the staff discovered a crack in the arterial extension. The crack was found before the dialysis was started.

Manufacturer narrative:
The implicated product is a 19 cm pre-curved chronic dual lumen catheter. The product rec'd for eval is the proximal 5.5 inches of a 19cm dual lumen dialysis catheter. The complaint sample is comprised of both extension legs, bifurcation and 0.75 inches of catheter tubing extending distally beyond the bifurcation strain relief. Adhesive residue is found on the arterial extension leg. The ridges of both luer connectors are abraded around the connectors' circumference. There is no discoloration or tubing distortion found on either extension leg. The catheter's distal segment is not included with the sample. A single leak is found in the arterial extension leg 1.8 inches distal to the proximal end. Under 5x magnification the leak is noted to result from a longitudinal slit approx 0.4 inches long. The slit has straight, even edges with flat, finely textured walls. This particular clamping impression differs from other impressions as it is composed of a continuous ring, is broader and contains wrinkles in the inner diameter. The spit may be the result of tubing fatigue amplified by the use of the 70% disinfectant solution. The finding of a broader impression bisecting the slit may indicate repeated clamping of the occlusion clamp over a single area. Microscopically, the damage to the connectors is observed to be limited to the ridges projecting from the connectors. Each ridge of both connectors is chipped, broken and worn down indicating mechanical manipulation. This may result from using hemostat-like clamps to aid in disconnecting the joint between the connector and the extracorporeal circuit and suggests over tightening of the catheter/accessory joint. The catheter's distal tip has a slightly uneven edge with a glossy, striated face indicating it had been severed with a scissors or similar cutting device. This may have been done to effect repairs. The complaint of an external leak is confirmed. It should be recorded as user-related. The instructions for use cautions the user that polyurethane may develop cuts or tears if subjected to excessive pulling or contact with rough edges. The damage found on the connectors suggests over tightening of the connections requiring employment of mechanical manipulation to effect disconnection. The connector life and lead to potential connector failure. Although the split in the arterial extension leg contains evidence of user practices that are in accordance with recommendations in the instructions for use, the lot number associated with this complaint was involved in a product recall and the complaint file will be forwarded to mfg for review.